Manufacturer narrative:
On (B)(6) 2025, the patient's spouse informed novocure that the patient had been hospitalized as of that day for the removal a growth on her forehead. The patient was discharged from the hospital on (B)(6) 2025, after undergoing removal of the unknown forehead growth. On (B)(6) 2025, novocure was informed that the patient would not resume optune gio therapy until at least (B)(6) 2025, due to a squamous cell carcinoma.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin infection cannot be ruled out. The skin tumor is unrelated to device use. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 64-year-old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that, upon array removal that day, a 0.5 cm burn blister was noted on the patient's forehead. The patient's spouse had reportedly not yet treated the area and planned to re-apply the arrays while avoiding the blister. On (B)(6) 2025, the patient informed novocure that the burn blister remained unchanged. The patient had reportedly been applying a dexpanthenol ointment to the affected area. The patient was advised to seek medical advice. On (B)(6) 2025, the patient's spouse informed novocure that the patient's general physician (gp) diagnosed the patient with an atheroma. This had become infected and was very sensitive and painful. As of the time of the report, the patient remained off therapy, as it was not possible to place the arrays. The patient required surgery to remove the atheroma but had yet to make an appointment. On (B)(6) 2025, the patient's healthcare provider (hcp) informed novocure that the affected area on the patient's forehead was not an infected atheroma. Upon further investigation, the patient was diagnosed with a skin tumor, requiring removal by dermatology due to its size. Given the need for surgery, the hcp stated it was unlikely the patient could resume optune gio therapy.